Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, the reported unspecified tissue injury appears to have been a result of patient morphology/pathology. Tissue injury is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report tissue damage. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. Prior to inserting the device, it was noted the patient had thin leaflets and posterior mitral annulus calcification. An ntr clip was inserted and successfully implanted on the lateral side of a2/p2. After deployment, new jets appeared on both sides of the implanted clip. It was noted the clip remained stable on the leaflets. To reduce mr, a second clip was implanted medially of the first clip. Mr reduced to a grade of 2-3. After the second clip was implanted, the physician noticed a small tear on one of the leaflets and contributed it to grasping of the first clip. No additional information was provided.